Event description:
It was reported that the product labels for the acu-sinch repair system and the ankle syndesmosis repair system are too similar. The initial follow up attempt revealed this issue resulted in a surgical delay of ten minutes as the clinical staff had to find an alternative solution due to the wrong item being grabbed before the procedure. Attempts to obtain further information regarding the patient, physician,device batch/lot etc. Were made to no avail.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation and additional information regarding the event was unable to be obtained. On the side/end of both packages, the name of the device is listed as either "ankle syndesmosis repair system" or "acu-sinch repair system" with the corresponding barcodes, part number, etc. On the top/front of the packaging, both devices have another label with the product name. In addition to the this label on the top/front of the package, the acu-sinch knotless system has a graphic/photo of a foot and the device. Therefore, it is unknown if the boxes were stacked on top of one another resulting in only the end of the box being visible and possibly leading to the wrong product being grabbed. Based on the information received the root cause of the reported event is unknown.